Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three of four. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the patient. The tsr asked the patient if there had been anything unusual about their supplies that evening and the patient advised that the line to the heater bag had become disconnected. The patient reported that they were asleep and woke up during their third cycle to find the heater bag had disconnected from the line and leaked onto the homechoice. The patient advised they had not noticed anything atypical about the supplies. The over pouch and box were in good condition. The patient stated they had not used anything sharp to open the supplies. The patient stated that they did not utilize any tools to secure any of the connections, and that they had ensured the connections were made tight and proper. The patient stated they did not have any difficulty making the connections and did not see any damage to the lines or bags. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.